Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of the 5f exoseal vascular closure device (vcd) did not change color, and it still did not change color even after withdrawal from the body. Hemostasis was achieved by manual compression. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including appropriate insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis at the puncture site. A non-cordis sheath was used. No resistance or excessive force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the vcd. The sheath locked with an audible click, and pulsatile blood flow was observed. However, the indicator window did not change color during retraction. The device will be returned for evaluation.